Event description:
It was reported that 20 of the bd posiflush¿ normal saline syringe experienced plunger movement difficulty. The following information was provided by the initial reporter: I am having an issue with my saline syringes. Either they are impossible to push the plunger down even after you break the seal to get all of the air out or they look like the one in the picture.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306546 and lot number 2151807. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 of the bd posiflush¿ normal saline syringe experienced plunger movement difficulty. The following information was provided by the initial reporter: I am having an issue with my saline syringes. Either they are impossible to push the plunger down even after you break the seal to get all of the air out or they look like the one in the picture.